Event description:
It was reported that approximately twenty weeks post implant of an ipg system, the patient presented with shortness of breath and it was also reported that the right atrial (ra) lead possibly became displaced. It was noted that the ra lead exhibited oversensing and that there were warnings for high undefined bipolar and unipolar impedance on the ra lead. Atrial capture could not be confirmed. It was also noted that the ra lead exhibited atrial lead position check failure. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.